Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels in the morning since starting on the pump. The customer reported a low bg level of 54 mg/dl, which was treated by consuming carbohydrates. Reportedly, the suspected cause of the low bg level was due to having incorrect settings on the pump. The customer's health care provider adjusted the customer's basal settings on the pump.